Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally exposed the ilet pump to water, after which the device became unresponsive. A replacement pump was arranged, and the user was instructed on proper shutdown and return procedures for the affected device, continued continuous glucose monitoring use, and the startup requirements for the replacement pump. No symptoms were reported. The outcome included transient hyperglycemia with a highest reported glucose value of 200 mg/dl, which was corrected with insulin injections. There were no alerts from the device, and no outside assistance, medical intervention, or hospitalization was required. The investigation included a review of the event description and coordination of the device replacement. Evaluation of the case revealed a screen/unresponsive pump consistent with fluid ingress resulting in device malfunction. Based on previously established findings for similar reports, it was concluded that the cause of the event was device exposure to liquid consistent with use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.